Event description:
It was reported that the tubing of a clearlink system continu-flo solution set spontaneously disconnected from one of the joints in the tubing that connects to an intravenous (IV) push port. The event occurred when the one of the ports was being accessed during induction of an unspecified anesthesia to a patient. The set was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.